Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11082. It was reported the pt was implanted with two trial leads. One lead showed ventral placement in the x-ray prior to leaving the operating room. The physician advised the sjm rep not to activate the ventral lead. The pt received coverage using the other lead. It was reported the pt was experiencing neck and shoulder pain postoperative, so the physician explanted the ventral placed lead. The pt remained in the postoperative room for another 30 minutes. Although the issue improved, the pain was still present. The physician decided to remove the other lead.